Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 271 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as loss of balance. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer had issues priming 2 sets which did not get drops during the process. The customer also had a high of 276 mg/dl and was at 403 mg/dl at the time of the call. Customer had symptoms of highs such as dry mouth. The customer used a bolus to treat the high. Troubleshooting was completed for the high. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Event date has been changed to (B)(6) 2017.